Manufacturer narrative:
As reported, a 4x20mm 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated, however it ruptured at eight atmospheres (8 atm). No patient injury was reported. This was a coronary artery stent case and the device was being used for a pre-dilatation. The target lesion was the right internal carotid artery. The lesion was a little calcified. There was no vessel tortuosity and little angulation. The percentage of stenosis was ninety percent and the device was not used for a chronic total occlusion (cto). The device was stored, handled, and prepped per the instructions for use (IFU). The device prepped normally. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. The contrast media used was iopamiron. The contrast media to saline ratio was 1:2. There were no kinks or other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend and the balloon had been inflated before it ruptured. After the aviator plus pta bc ruptured, it was removed easily and intact from the patient. The device was replaced with a non-cordis balloon catheter, and the procedure was performed successfully. The device was not returned for analysis. A device history record (DHR) review of lot 17691871 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (little calcified) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 142cm 4x20 aviator plus percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated, however it ruptured at eight atmospheres (8 atm). No patient injury was reported. This was a coronary artery stent case and the device was being used for a pre-pta. The target lesion was the right internal carotid artery. The lesion was a little calcified. There was no vessel tortuosity and little angulation. The percentage of stenosis was ninety percent and the device was not used for a chronic total occlusion (cto). The device was stored, handled, and prepped per the instructions for use (IFU). The device prepped normally. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. The contrast media used was iopamiron (bracco). The contrast media to saline ratio was 1:2. There were no kinks or other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend and the balloon had been inflated before it ruptured. After the aviator plus pta bc ruptured, it was removed easily and intact from the patient. The device was replaced with a non-cordis balloon catheter, and the procedure was performed successfully. The device will not be returned for evaluation as it was discarded in the hospital by mistake.